Manufacturer narrative:
The device was not returned for analysis. A review of the production records and compliant history could not be conducted because the lot number was not provided. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. The patient effect of hemorrhage is listed in the proglide instructions for use (IFU), potential adverse events section 9.0 as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This study was to "evaluate the highlife trans-septal mitral valve replacement (tsmvr) system in patients with symptomatic mr [mitral regurgitation] and high surgical risk." The study evaluated 30 patients who were enrolled in the study from june 2019 to july 2021. The sutures of two proglide devices were pre-placed in the access site of the patients prior to the mitral valve replacement procedures. The pre-placed proglide sutures were then used to achieve hemostasis after the mitral valve replacement procedures. The complications specifically for the proglide device were that there was life threatening bleeding in patients within 24 hours post procedure. One patient had bleeding from the arterial access site, one patient had bleeding from the venous access site, which needed surgical femoral vein repair, and one patient had bleeding from a venous access site. Treatment for the other mentioned bleeding events was not specified. The study concluded that the "1-year results from highlife tsmvr feasibility study demonstrate a high success rate, excellent valve function, no left ventricular outflow tract obstruction, and no need for mitral valve reintervention. Additional patient outcomes and longer follow-up are needed to confirm these findings". Specific patient information is documented as unknown. Details are listed in the article, titled "1-year outcomes following transfemoral transseptal transcatheter mitral valve replacement the highlife tsmvr feasibility study.

Manufacturer narrative:
Date of event: estimated. D4- the UDI is not known as the part and lot number were not provided manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature article titled: "1-year outcomes following transfemoral transseptal transcatheter mitral valve replacement the highlife tsmvr feasibility study."